Manufacturer narrative:
Investigation findings: on august 04, 2015 an investigation was performed without the product sample being returned to the quality assurance laboratory for analysis. Without a sample a detailed investigation for patient developed crush syndrome cannot be determined. The lot number listed on the complaint form aksu; therefore a device history record review cannot be performed for this lot number. All device history record are reviewed by a quality tech before final release of production lot to ensure all quality requirements have been met. A potential root cause for patient developed crush syndrome cannot be determined due to no sample received. A corrective and preventive actions are that process controls for visual inspections and air inflation are performed at the production line and if a defect is noted the product is discarded. Quality inspections are performed throughout the manufactured lot by the quality department. There have been no changes to the manufacturing process. No formal CAPA will be initiated at this time due to trending data. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for trending purposes and reviewed with plant management.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an scd compression device. The customer states the after 12 hours of use and in a lithotomy position, the patient developed crush syndrome. The patient also has a hematoma on peritoneum and remains hospitalized. The customer also reports there was no medical intervention provided. No additional information is available.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.